Manufacturer narrative:
H10: the device was received for evaluation with a mini cap attached to the female connector. A visual inspection with the naked eye noted a broken occluder feet to the main body located beneath the white sleeve. The reported condition was verified. The cause of the broken occluder feet on the main body could not be determined; however, the damage (cracked/broken) set was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes or cleaning agents that damage the transfer set materials. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a minicap transfer set leaked; further described as "the transfer set would leak a lot of fluid even when closed". This occurred during use of peritoneal dialysis therapy. The transfer set had been in use for twenty three (23) days. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.